Manufacturer narrative:
Erroneous data generated.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneously low results for free thyroxine (free t4) for two patient samples assayed using the access free t4 reagent on an access 2 immunoassay system. The patient results were reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer recalibrated the free t4 assay with a new lot of calibrators. The customer repeated the free t4 assay for the two patient samples and obtained higher expected results. The higher expected results were also within the laboratory's reference range for free t4.